Event description:
On 09/21: customer reports female (age not provided) having a cystogram with retrograde pyelogram when the fluoro failed. Physician finished procedure and performed follow up films in recovery. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the generator problem, per the generator service manual, and replaced the filament control pcb in the sedecal generator per service manual. Fse powered up the generator and system powers up normal with no errors. Fse completed checkout of the system, found the system was functioning within manufacturers specification and was returned to full service by the customer.